Event description:
It was reported to philips that the wireless footswitch failed, with lights flashing red on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Replacement planned but not yet completed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).